Manufacturer narrative:
Initial reporter address: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "baker grade IV capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: baker grade IV capsular contracture.

Event description:
Healthcare professional reported left side "baker grade IV capsular contracture." Healthcare professional reported patient was treated with "medication." Device remains implanted.

Event description:
Healthcare professional reported ¿infection of the left breast.¿ device has been explanted.

Manufacturer narrative:
The event of "infection of the left breast" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.